Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. A request to return the device has been made, and further information will follow once the analysis has been completed.

Event description:
It was stated that the customer passed away. It was stated that prior to passing away, the customer went into diabetic ketoacidosis due to high blood glucose. No blood glucose reading was reported. The customer went into surgery to remove sodium from the brain, and after surgery he went into cardiac arrest. It was also stated that the cannula was bent when infusion set was removed. The mother stated she would return the insulin pump for analysis.